Event description:
Information received from the field notes that the patient was seen for a routine follow-up with no complaints. The device was difficult to interrogate and dashes (---) were noted for most parameters. Attempts to reprogram were unsuccessful. The patient was pacemaker dependent.